Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13478, 2017865-2019-13479, 2017865-2019-13480. It was reported that the patient presented in the hospital with pocket erosion and infection. The implantable cardioverter defibrillator had eroded at the implant site and caused the infection. The physician explanted the device, right atrial lead, right ventricular lead, and left ventricular lead and replaced the system with a temporary single chamber pacemaker and right ventricular lead. The pacemaker and right ventricular lead were subsequently explanted and replaced with a dual chamber pacemaker system on (B)(6) 2019. The patient was in stable condition.